Event description:
History: three lumpectomies, two within last 12 years for papillomas (B)(6) 2013, implant surgery allergan 410 highly cohesive 280 cc. (B)(6) 2019, discovered implants were textured, concerned regarding the potential for alcl. Symptoms since implants: compromised immune system. (B)(6) 2018 anti nuclear anti-bodies titer positive homogeneous a. Feeling like I am dying, continual malaise and chronic fatigue. Right breast pain, painful, palpable axillary lymph nodes, chronic costochondritis, frequent sinus infections, bilateral otitis media, bronchitis, hospitalized (B)(6) 2017 for pneumonia and sepsis, chronic muscle/ skeletal pain, general weakness. Physical therapist evaluation (B)(6) 2018: weakness level as someone wheelchair bound. Therapy could not continue- developed severe latex allergies to the equipment, hives over trunk and extremities daily (B)(6) 2018. Symptoms of hypothyroid and adrenal fatigue. Nightly insomnia , severe dry skin, continual itching, daily hair loss by handfuls, vision disturbances, 20lbs weight gain in one year. Food and chemical sensitivities, ibs with urgent bowel issues. I am thankful that I was able to successfully explant en bloc on (B)(6) 2019, confirmed by the operating room report of mildly thickened grade 2 contracture. I am very thankful for the negative pathology report. I am looking forward to regaining my health now that these foreign objects have been removed.